Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery when they were attempting to fill the tubing. Customer's blood glucose level was 8 mmol/l. Customer advised they tried three different tubes and they wish to have the device replaced. Troubleshooting for the no delivery alarm was performed. Customer was advised that the device would be replaced as a courtesy. Customer was advised if the no delivery alarm continues they must call back to troubleshoot the device.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.